Event description:
It was reported that customer experienced minimum fill notification while attempting to load cartridge and tubing on pump. There was no adverse impact to the customer's blood glucose level. Customer cleaned pump area, reloaded cartridge, and ultimately resolved issue after reloading cartridge with assistance from support, then resumed insulin delivery, and support sent replacement supplies for items lost during troubleshooting.